Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). The device performed according to specifications. The device shipped to the customer with the incorrect language.

Event description:
When the device was retrieved for deployment, the device began to speak in (B)(4) instead of english, as the customer expected. The patient survived.